Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported auto mode switch episodes were observed during device check. Similar episodes were also noted via merlin transmissions. These episodes were caused by competitive atrial pacing due to patient¿s intrinsic p-waves falling into pvarp. Loss of capture was also noted during bi-ventricular pacing. Programming changes were made. No patient symptoms were reported.